Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2015 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2015 at 07:15. The black box data showed an interruption in insulin delivery due to a call service alarm (162) indicating the ¿pump is not primed, no delivery¿, which was not acknowledged by the use for a period of 8 hours on (B)(6) 2015. On investigation, the pump was exercised for 24 hours and determined to be delivering insulin as intended without malfunction. No errors, warnings or alarms occurred during the investigation. Investigation did not duplicate the ¿inaccurate delivery¿ complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked below the bumper pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.